Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing a loud sound followed by vertigo, dizziness and vomiting. She was admitted to the hospital on the (B)(6) 2018 and is reported to be currently stable. The users hearing performance with the device was initially reported to be affected. External devices were exchanged with no improvement. No trauma or accident was reported. Follow up was performed on the (B)(6) 2018. Integrity testing of the device as well as refitting were performed. The users is receiving benefit from the device. Cause of the loud pop sound could not be determined.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).based on the information received the recipient experienced loud sound followed by vertigo and balance problems. Reported cardiac issues of the recipient could have caused or contributed to the observed symptoms. Furthermore in situ measurements show all channels within normal limits. Recipient was successfully remapped and will be further monitored by the clinic. However, a definite cause of the loud pop sound could not be determined. This is a final report.

Event description:
The recipient reported hearing a loud sound in her head after which she experienced vertigo and lost her balance. The recipient was admitted to the hospital for (B)(6) days and rehab for(B)(6) days. No trauma or accident was reported. The recipients hearing performance with the device was reportedly affected. The recipient was successfully remapped and will be monitored by the clinic.